Manufacturer narrative:
(B)(6). One medfusion pump was received cracked on both front corners of the top case and also cracked on the right plunger case. The event history log was reviewed and there was a primary audible alarm post error. The power up process was conducted and the primary audible post error was unable to be duplicated. The cause of the intermittent error was unable to be determined since the j9 connector was fully seated and properly glued (3 surfaces both side). The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm error code. There was no patient involvement.